Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. There was a black stain between the plastic sterilization case containing the product and the sterilization paper attached to the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Lot number : unk thbezj. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned inside it's package unopened. Upon visual inspection, black stains were noted to be on the seal area. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached as to what may have caused the reported incident. The complaint was observed. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.